Event description:
Customer reported the prime alarm and insulin is shooting out of the tubing. Customer also stated that the drive support cap is protruded. Customer did not press the drive support cap while connected to the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Prime alarm during the prime test due to loose drive support disk.